Manufacturer narrative:
This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient had a right intertrochanteric fracture and a proximal femoral nailing system (tfna) was implanted. The helical blade was implanted countersunk and which was odd. There is no surgical delay. Procedure was successfully completed. Patient outcome were being evaluated on follow up office visit. Concomitant devices reported: unknown nail: unk - nails: tfna (part# unknown; lot# unknown; quantity:1), unk - screws: locking (part# unknown; lot# unknown; quantity: unknown), unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).